Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the largebore 8 inch ext vlv leaked. The following information was provided by the initial reporter: "I was given an extension set that the nurse states leaked."

Manufacturer narrative:
H.6. Investigation: one extension set, model 20059e lot 20119625, was received by the customer for investigation. The set was visually inspected and no defects were observed. The set was then functionally tested and no leaks were observed. The customer's complaint that the extension set leaked could not be verified. No other devices used with the extension set was provided for examination. A device history record review for model 20059e lot number 20119625 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20119625 regarding item #20059e.

Event description:
It was reported that the largebore 8 inch ext vlv leaked. The following information was provided by the initial reporter: "I was given an extension set that the nurse states leaked."